Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by a customer that on (B)(6) 2018, during an unspecified operation, a cev134 bipolar forceps was used and electric sparks started to emerge from the posterior/rear area where the clamp connects with the bipolar cable. Additional information received on (B)(6) 2018 stated that there was patient contact, however, there was no patient injury/death alleged. Patient was prepped for surgery, and a delay in surgery due to the product problem, (unspecified time) was reported. There was an unspecified revision/medical intervention. Request for additional information has been made.

Event description:
N/a

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The DHR reviewed and no anomalies that could be associated with the complaint were observed. A failure analysis and determination of root cause is not possible because the instrument of the complaint has not been returned.

Event description:
N/a.

Manufacturer narrative:
Additional information received on 10jan2019 reported that a hepatobiliary procedure was performed and that the clamp could not be used in the surgery (the surgery was performed without the clamp). No other clinical information provided.